Event description:
A company representative reported that a patient underwent revision surgery to address six migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the second of six everest set screws.

Manufacturer narrative:
Corrected data: b5, g1. Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient underwent revision surgery to address two migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the second of two everest set screws.